Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two episodes labeled as atrial fibrillation was received via merlin.net transmission. On egm it appears to be oversensing on the atrial lead with no evidence of signals on the atrial channel but, noise appears on the shocking coil with no oversensing markers on the ventricular channel. Electromagnetic interference (emi) was suspected.